Event description:
It was reported that two days post implant, an increase in capture threshold and a decrease in sensing were observed. During lead revision, the lead was found to have dislodged. The lead was repositioned and good measurements were obtained. The patients condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.